Event description:
It was reported that caller experienced a minimum fill notification and was unable to successfully load cartridge onto pump, and reloading same cartridge did not resolve issue. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, cleaned pneumatic tap area, then filled and loaded new cartridge using proper technique, which resolved issue, and customer resumed insulin delivery with pump.